Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The physician noticed a crack on the shaft of a jr 4 diagnostic catheter during the procedure. The crack also showed through the fluoroscopy. It was also noted that the catheter would not torque. There was no pt injury.